Event description:
The following info concerning the reported event was copied from a carefusion ventilation complaint form that was submitted to carefusion by the dist in france. "During the use on a pt the nursing staff smelt an odor in the room where was used the avea. The ventilator then posted an alarm "loss oxygenates". The ventilator not allowing any more to follow the instruction in oxygen (fio2) asked. This one was replaced by another equipment and sent to the biomedical service for coverage (care) of the dysfunction. It was then noticed that the battery had begun to melt and/or to catch fire. It had for consequence to damage the card of taking of measure of the pressures (so generating the alarm of defect of oxygen), to damage the crankcase of the device and to begin to melt the on-off switch. This battery had been replaced in (B)(6) 2014."

Manufacturer narrative:
Neither the foreign user facility nor the foreign dist submitted a user facility/importer medwatch report to the MFR. Event codes were derived based on info provided by the foreign dist. Carefusion is in the process of coordinating with the user facility and the dist in (B)(4) for th return of the avea ventilator to the carefusion failure analysis lab for evaluation. Once the alleged facility device has been received, evaluated by the carefusion failure analysis lab and the carefusion has completed our investigation, we will submit a follow-up medwatch report.